Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 196 mg/dl. Troubleshooting was performed and customer changed infusion set and reservoir. Issue was resolved with reservoir change. Reservoirs would be replaced.